Event description:
It was reported, the pt had discomfort at the ipg pocket site. The physician undertook surgical intervention and moved the ipg to the right side of the body to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.